Event description:
The customer reported the observation of a falsely depressed gi-ma patient result obtained on an immulite 2000 instrument when using lot 379. The initial result was reported to and questioned by the physician(s). The sample was repeated in duplicate on the initial immulite 2000 instrument, and the repeat results were higher than the initial result. The repeat results matched the clinical picture of the patient and were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
An outside the united states customer contacted a siemens regional support center to report the observation of a falsely depressed gi-ma patient result obtained on an immulite 2000 instrument when using lot 379. The initial result was reported to and questioned by the physician(s). The sample was repeated in duplicate on the initial immulite 2000 instrument, and the repeat results were higher than the initial result. The repeat results matched the clinical picture of the patient and were reported, as the correct results, to the physician(s). Quality control was within acceptable ranges at the time of the event. Siemens healthineers reviewed the complaint for a falsely depressed gi-ma patient result obtain on an immulite 2000 instrument. Log files and the main database from the instrument were analyzed. Level sense data shows how far the probe traveled into a sample tube or reagent wedge. That number of encoder positions will fluctuate slightly, and large differences suggest level sense problems. Siemens healthineers checked the sample level when the initial sample measurement was made and compared it to the sample level measured for the repeat testing. A significant difference in sample level was observed when the initial result was compared to the repeat analysis. In addition, error messages were noted for level sense in the dilution well which further suggests the discordant result may have been caused by inadequate sampling. A siemens customer service engineer (cse) performed a full preventative maintenance (pm) on the system, and the customer ran all tests in multiple replicates the following day to monitor performance. No level sense error messages were generated, and no additional discordant results were observed. Based on the information available, the probable root cause of the initial discordant patient result is due to foam or bubbles in the sample tube. The customer is operational using the immulite 2000 instrument and the reported issue was resolved by normal service actions. The instrument is performing according to specification, and no further evaluation of the device is required.